Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient experienced bleeding after sensor insertion which occurred the day the sensor had been inserted into the abdomen. The patient inserted the sensor around 5pm in the evening and noticed it was bleeding. The patient went to sleep that night and thought the bleeding would stop. However, when the patient woke up the next day the site area was still bleeding. Therefore, the patient drove herself to the ER. At the ER, the patient received 2 dissolvable stitches. The patient was not provided any medication and was discharged after the stitches were placed. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.